Event description:
Customer reportedly obtained results of 24 mg/dl, 181 mg/dl, and 202 mg/dl on the aviva system and replacement was sent. Customer ate glucose tablets and orange juice in response to the 24 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.